Event description:
It was reported that the pt had a loss of stimulation after a fall. The pt fell very hard a week prior to losing stimulation. Stimulation was off at the time. The pt turned it on, but was unable to feel it. The device was turned up to the highest voltage with no sensation. The pt planned to see her physician. Additional info was requested.

Manufacturer narrative:
(B)(4).